Manufacturer narrative:
The reported event of high impedance/fracture was confirmed. As received, microscopic inspection revealed that the lead body had kink/breakage with all wires broken in it. The broken wires are consistent with overstress condition that the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-00603. It was reported that upon x-ray observation lead and lead anchor damage was confirmed. Diagnostic testing confirmed high impedance issue as well. The lead and anchor was explanted and a new lead and anchor was implanted. There were no complications during the procedure. Patient was stable.